Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis nurse identified a fluid leak following a patient¿s peritoneal dialysis therapy. The nurse reported the fluid leaking inside the cassette compartment when they were shutting the cycler down after the patient had completed treatment and left the clinic. The cause of the leak was unknown. The technical support representative advised the patient to discontinue use of the cycler. Cycler was replaced. Follow up with the peritoneal dialysis nurse confirmed the patient did not experience any complications as a result of the event. The patient was given prophylactic antibiotics, administered through an IV. The patient was training on the cycler, no treatments were reported missed. The cassette has been discarded.

Manufacturer narrative:
Correction: FDA reult codes udated.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed on the cycler with no issues noted. The load cell verification was performed and passed. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The cycler weighed fill volume values were within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction: FDA reult codes udated.